Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead lost pacing when the right atrial (ra) lead was connected during a implantable pulse generator (ipg) replacement procedure. Ventricular pacing was lost when the atrial set-screw on the ipg was being tightened. The rv lead and ipg remain in use. No patient complications have been reported as a result of this event.